Event description:
According to the initial report received on may 12, 2026, the consumer stated that she had a growth removed by a dermatologist. The product was applied to cover the area and caused itching and a rash within 24 hours of use. The consumer returned to the dermatologist, who determined that the bandage caused the rash and advised leaving the wound uncovered until the stitches are removed

Manufacturer narrative:
As of 06/04/2026, aso was unable to retrieve the lot number information or unused return product. Aso reviewed records of biocompatibility tests, latex screening test with no issues reported. Refer to section b.6 of this report for further details.